Event description:
It was reported that the customer has been experiencing high blood glucose levels (200-300 mg/dl). Customer was able to smell insulin form tubing. He changed out his cartridge and infusion set to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.